Event description:
Additional information was received that a revision procedure was performed. This device and rv lead were explanted and replaced without complication due to low shock impedance measurements. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected on this right ventricular (rv) lead for low shock impedances. No adverse patient effects were reported. Additional information received stated that the patient will be brought into the clinic for follow up and testing to verify the functionality of the rv lead.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available the investigation will be updated.